Event description:
The trocar broke while inside the patient. Doctor was unable to retrieve at least two pieces.

Manufacturer narrative:
The 5mm hunt sec cannula/pyramid trocar was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of product trend for trocars breaking. Unfortunately, as the product was not returned to coopersurgical a conclusion on the root cause cannot be determined. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).